Event description:
It was reported that the device reached elective replacement indicator. The physician complained of poor device longevity as the device had low output and no shocks. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action and analysis is pending. (B)(4).